Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found contaminated after two days of patient use. The device was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where holes were observed on the chamber's base. There was no reported patient harm.

Manufacturer narrative:
(B)(6). Section d4: complete device identification information was requested but was not provided by the healthcare facility. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed humidification chamber identified small holes on the chamber's base. Brown and white residue was also observed both internally and externally on the chamber. Further analysis of the residue identified the presence of sodium, chlorine, silicon, and phosphorous. Conclusion: based on our investigation, the damage is due to the exposure of the chamber base to sodium chloride. Chlorine reacts with the heated aluminum base and readily corrodes the material over time, resulting in the holes observed. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.